Event description:
The blood glucose device was shooting red sparks out of the bottom of the meter. It was stated that alleged incident happened twice a few weeks ago and it could have been put down on a damp surface however it was not known for certain. No actions were reportedly taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.